Manufacturer narrative:
(B)(4). As the rv lead has been surgically abandoned, it will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). At this time, the lead and device remain implanted and in service. Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system displayed a history of shock impedance measurements of 100 ohms to 110 ohms. The patient with this system was brought in for defibrillation threshold (dft) testing, which was successful at 21j. At that time, the physician did not schedule additional testing or interventional procedures. Approximately one year later, the shock impedance measurements was observed to be greater than 125 ohms. The physician was to review. No further information was available. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was reported that a revision was performed and the rv lead was capped and successfully replaced with a non-boston scientific product. During the procedure, it was noted that there was some indications of rubbing and cuts in the lead's insulation. No additional adverse patient effects were reported.

Event description:
Additional information was provided that during an interrogation of the device, a fault code indicating a shock impedance measurement above 125 ohms was detected during shock delivery. The shock impedance measurements were tested and the measurements were 104 ohms. The episode data was sent to boston scientific technical services (ts) for further review. A ts consultant discussed that the patient had a supraventricular tachycardia (svt) where both anti-tachycardia pacing (atp) and shocks were delivered. The second shock, a full energy shock, is when the 125 ohms measurement was detected. It was also noted that there was some noise on the atrial and ventricular channels as well as the pacing impedance measurements have intermittently increased but not gone out of range. The ts consultant discussed that there appears to be an issue with the lead and replacement of the lead and device should be considered. The field representative was going to communicate this to the physician. No adverse patient effects were reported.